Event description:
Technologist was cleaning a probe on the mda instrument and poked their finger. From the info available, this incident appears to be an operator accident. The wound from the probe did bleed for a short period of time. This was a small prick from the probe. The technician is not seeking medical treatment or medication.